Event description:
An adult male, weighing approximately 180 lbs., was in full arrest when paramedics arrived. The disposable laryngoscope blade, size 4, broke during the attempted intubation. The blade was not saved for eval. Paramedics were unable to intubate in the field and the pt was transported to the emergency room where an emergency room physician intubated using a metal laryngoscope blade (MFR unreported), either a miller 3 or 4. It is unreported why paramedics were unable to intubate in the field; however, the complainant did state, "the pt did have a deep epiglottis". Reusable blades are carried in the emergency medical service (ems) vehicles. The pt expired, however, there is no causal connection between the death the pt and blade breakage.